Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted on the right ventricular (rv) lead via the remote monitoring system. It was suspected the noise was a result of a lead fracture, although measurements were stable. Further technical review is pending. It was suspected that there was also an abandoned rv pace/sense. No adverse patient effects were reported. A review by boston scientific technical services noted that starting (B)(6) 2017, the device has started to store non sustained ventricular episodes that are showing noise and artifact on the rv egm and sometimes also on the shock egm at the same time. The rv and shock impedances have been good and stable thus a fracture may not be the issue but it could be there is an insulation issue that is allowing for lead chatter. All of the episode times seem to be in the middle of the night but there are many that are appropriate episodes at those times so that may not be adding any value. Ts noted that if the patient is sleeping at this time then making sure they did not start using anything external in (B)(6) 2017 that could be an emi source. Ts recommended to perform further evaluation to isolate the source of the artifact but a lead revision would likely be required to identify and correct the problem. It was noted that noise was not reproducible and the patient will be monitored via remote monitoring system.

Event description:
Additional information noted that a revision took place, but it was not possible to place the new lead due to the patients vessels. The physician wanted to explant this rv lead and implant a new one at another hospital. No additional adverse patient effects were reported.